Event description:
The customer reported that the equipment did not trigger the display, and they had problems with the touch screen prior to the procedure. The pt was in the surgical room and had received peribulbar anesthesia. The procedure was canceled. There was no reported harmed to the pt.

Manufacturer narrative:
The company rep examined the system and replaced the touchscreen. The company rep did not report confirming or replicating the customer reported event. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the customer reported event cannot be determined conclusively. (B)(4).